Event description:
Unit was in operation with patient, a loud popping noise was heard, unit failed. After thorough examination part number 6038991, pressure transducer unit was deemed to be the part that caused failure. Event date is not reported/known.